Event description:
A caller reported an alarm 2 occurrence, indicating a possible occlusion issue. There was no adverse impact to the customer's blood glucose level. The caller declined technical support with customer technical services and requested clinical support services.